Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was mostly retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The electrical allegations could not be confirmed, as the helix was likely not extended during the initial implant.

Event description:
Boston scientific received information that during the implant, this right atrial (ra) lead displayed pace impedances greater than 3000 ohms. Different cables and a second pacing system analyzer (psa) were used, with the same results. Capture was also not gained. The helix was reportedly not extended. Once it was extended, the pacing threshold remained high. Later, during a right ventricular (rv) lead revision procedure, it was thought that the ra lead became dislodged during manipulation of the rv lead. When the physician attempted to reposition the ra lead, the helix would not re-extend. The ra lead was subsequently explanted and replaced. No adverse patient effects were reported.